Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon mb patella pa a35: cat #5554-l-350, lot #sk44l. Triathlon p/a cr beaded #5r: cat #5517-f-502, lot #spcnn. Triathlon prim bead pa sze5 bp: cat #5526-b-500, lot # smmry. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "right knee implants. The pt expected healing time 3 - 6 months. Pain and swelling in the knee continues. The more he walks or is on his feet, the worse the pain and swelling gets. He sometimes has to stop normal daily activities to sit and rest the knee. It feels loose. It hurts to get in and out of vehicles and to take any stairs. He is on 8 doses of percocet a day for pain. He feels he has to work the knee to keep it from getting stiff. This pt would like to know if his implants have been recalled."